Manufacturer narrative:
Pending evaluation.

Event description:
As reported, two years postop the initial implant, the patient experienced a unknown problem in the left shoulder. And presented to the surgeon. Who s and was revised due to a broken cage with unknown cause. All pieces removed from patient. Patient was last known to be in stable condition following the event. Devices will not return due to hospital policy.

Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of detachment of the central cage of the glenoid component and displacement of the glenoid component from the glenoid bone. Because the component was not returned to exactech for evaluation and from the limited information available, the order of events and most likely underlying cause cannot be determined at this time. (B5) describe event or problem: as reported, two years postop the initial implant, the female patient experienced an unknown problem in the left shoulder and presented to the surgeon and was revised due to a broken cage with unknown cause. All pieces removed from patient. Patient was last known to be in stable condition following the event. Devices will not return due to hospital policy. It was noted the patient is a farmer with strong arms and usually does not notice pain and/or trauma, and just works thru it.

Event description:
As reported, two years postop the initial implant, the female patient experienced an unknown problem in the left shoulder and presented to the surgeon and was revised due to a broken cage with unknown cause. All pieces removed from patient. Patient was last known to be in stable condition following the event. Devices will not return due to hospital policy. It was noted the patient is a farmer with strong arms and usually does not notice pain and/or trauma, and just works thru it.